Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's impedance on pair 8/9 was showing low (<(><<)>50 ohms). C/8 was 1631, c9 was 1635, c10 was 154, and c11 was 982. The caller was expecting to have a short show in case pairs also. The patient was not using 8/9 in programming. They were doing a routine change out of the ins and that is when the short was discovered. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) reporting that the device was explanted on (B)(6) 2020 and the product is kept by the hospital. The cause of the low impedance was unknown and the physician is not using the bipolar pair 8 <(>&<)> 9 together. The issue did not resolve at the ins change. The new ins also showed low on contacts 8/9. The physician is aware of the issue.